Event description:
It has been reported to philips that the images would freeze, and the system would intermittently fail to restart. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that images would freeze, and the system would intermittently fail to restart. Upon troubleshooting the system further fse found that image processing pc producing errors. Deep diagnostics indicated issues with ippc. Fse tested flex pc and all passes and performed os software and application software reload on ippc. Ran deep diagnostics again and system passed. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.